Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 419 mg/dl. This morning customer woke with blood glucose of above 400 mg/dl. The customer was not getting insulin due to being on long acting yesterday and they suspended basal due to this causing high blood glucose. Customer treated high blood glucose with shot. The insulin pump will not be returned for analysis.